Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an infection at the implant site and the implantable neurostimulator was removed. It was noted that the patent had been an in-patient at the hospital prior to the removal. After removal, the infection was treated and the patient was recovering and doing well.